Manufacturer narrative:
Per tandem¿s t:flex pump user guide: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm and cartridge alarm 1 - no pressure change when expected)occurred with multiple cartridges. Reportedly, the cartridge was filled with 400 units. The customer reported a blood glucose (bg) level of 53 mg/dl and the bg level was addressed by the customer consuming carbohydrates and drinking juice. Reportedly, the customer was confident that "the pump gave too much insulin due to human error". The customer suspected the bg level was due to being connected to the site during fill tubing prior to the report. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.